Manufacturer narrative:
The ceiling was evaluated by technician, during evaluation the hand control connection grommet was loose. The grommet and batteries were replaced. The unit was tested for 1000lbs up and down for 8 to 10 cycles to confirm its works per intended. It was unknown why users did not use emergency strap down to lower the patient during the event, when the hand control failed. Root cause: hand control failure. Repair: the hand control grommet was replaced. Corrective action: the user will be communicated and trained and on the emergency strap purpose during a hand control failure.

Event description:
Ceiling lift remote failed and healthcare worker lifted the patient and injured himself.

Manufacturer narrative:
The healthcare worker lifted a (B)(6) weighing patient when the remote on a ceiling lift system did not work. The patient was lifted to adjust his blankets and position. The healthcare worker hurt his neck, right shoulder and mid to upper back by lifting the patient. The remote batteries were not changed since (B)(6) 2017 and ceiling lift preventive maintenance was performed on (B)(6) 2018.

Event description:
Celing lift remote failed and healthcare worker lifted the patient and injured himself.